Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The on/standby switch was replaced to resolve the issue. A: no report of patient involvement. D4 unique identifier:(B)(4). Legal manufacturer: hcs wuxi - no. 19 changjiang road national hi-tech dev. Zone china wuxi jiangsu, 214028.

Event description:
It was reported that there was a malfunction resulting in loss of powerâ and subsequent loss of mechanical ventilation. There was no patient involvement.